Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving an inappropriate shock due to noise which was present only on the right ventricular (rv) lead electrogram. There was no noise present on the shock channel. The field representative attempted to recreate the noise with pocket manipulation and isometrics; however, the attempts were unsuccessful. A "check rv lead" was displayed upon interrogation. There were intermittent high pacing impedance measurements greater than 2000 ohms. The threshold and sensing measurements are normal and stable. The physician extended duration to 5 secs and increase sensitivity from 0.6mv to 0.9mv. A lead revision procedure will be scheduled in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional informaiton is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was noted on the e-grams and event markers. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The ICD was explanted over seven years later for an anomaly reported in 2124215-2018-11106 and returned for analysis.